Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20274. The patient was implanted with two leads and two anchors of the same lot number. It was reported the patient is not getting effective stimulation. A reprogramming attempt was unsuccessful. X-ray showed the leads had not moved. Follow-up revealed surgical intervention occurred. The physician damaged the lead while removing the anchors. Two new leads and 2 new anchors were implanted. The new leads were positioned at the lower t9 location instead of the original t7. Effective stimulation and bilateral coverage from the waistline down to the feet was achieved post-operatively. The issue has resolved.